Event description:
It was reported that an intraocular lens (iol) had a piece of lens left in the inserter during use, which required removal from the patient¿s operative eye. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.